Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported pt received notification of recalled hip. Pt is complaining of having numbness in his hands and fingers. Pt states that the numbness started sometime after surgery. Pt has had blood test and an MRI done. MRI shows liquid in the hip area.